Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had a critical pump error. The blood glucose was 157 mg/dl at the time of the incident. Customer reported that, they received the open book image on the pump screen. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.